Event description:
A site reported that multiple dash monitors were rebooting and two cic's (central stations) were in the care area. No injury was reported. Initial log file analysis indicates a potential wireless network issue. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.